Event description:
The recovery system was advanced. Then, the accunet filter basket was pulled back into the recovery catheter (instead of pushing the recovery catheter over the filter basket). The filter basket separated and had to be retrieved using a snare device. Reportedly, the patient is doing well.